Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a calcified formation was observed on the ureteral stent upon removal from the patient.

Manufacturer narrative:
The reported event was confirmed after the visual evaluation. However, the root cause was unknown. The sample presented calcification on the stent's surface. For functional testing, the calcification was removed from the stent. It was submerged under water for a short time and when the stent was taken out from the water, it was noticed that the coating had been activated and was present on the stent. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patients¿ condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).

Event description:
It was reported that a calcified formation was observed on the ureteral stent upon removal from the patient.